Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited episodes of noise. The rv and ra lead were explanted and replaced. The patient was in stable condition.

Event description:
New information received noted that the patient presented for a follow-up visit at the clinic. It was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and in inappropriate mode switch.